Event description:
A report was received that the pt was experiencing intense pain after being implanted with the trial leads. The physician believes he may have hit some scar tissue with some nerves during the implant. The physician removed the leads. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.